Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the eye was collapsing during a vitrectomy procedure. It was determined the there was no irrigation in the cannula below the stopcock. This short cannula was replaced and the procedure was completed. However, during the disconnection of the this cannula, the orange plastic broke off the trocar and the trocar stays on the cannula. Additional information was received from the customer. She indicated the issue was "handling/user issue related and that the product was fine." There was no known patient issues per the customer. The product sample is available. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The customer reported there was "eye collapsing" and the infusion cannula was "not flowing." However, a follow-up from the reporter clarified the event to be related to "handling/user issues" and the "product was fine." Nevertheless, an analysis of the returned product was returned. One infusion cannula was returned in a specimen cup without the cassette and manifolds for evaluation. It was noted the sample was uncontrolled and susceptible to foreign material during the transportation processes. Upon visual inspection there appeared to be debris or surgical residue in the infusion cannula, likely as a result from use during surgery. The sample was tested on a console and less fluid flowed through the cannula. The infusion cannula was then purged, filtered, and post surgical material was observed on the petri dish. The filtrate was sent to the particle lab for further analysis. Clear fibers, dark fibers, white particles, and yellow particles were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir), the particles were various such as polyester, cotton, polyethylene, and skin tissue. The root cause of the customer's complaint could not be conclusively determined as the reporter stated in a follow-up "the product was fine" and the causality was attributed to "handling/user issues." While the infusion cannula was determined to contain surgical debris, the customer did not return all components associated with this complaint sample and therefore a full evaluation could not be performed. Furthermore, the sample was opened and uncontrolled during shipment and appeared to have collected more foreign material after spectral analysis. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the reported event was clarified to be "handling/user issues." Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Trocar: one opened trocar hub was received in a petri dish for the report of broken trocar. The returned sample was visually inspected and was found non-conforming with the cannula missing. Adhesive was present inside of the returned hub. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned hub identified adhesive present inside, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).